Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the first pipeline device would not open in the distal internal carotid artery (ica). It was noted that the distal end was crimped looking and was not opening even with more than 50% of the device deployed. The distal portion of the pipeline was positioned in a bend. The pipeline was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The device was removed and resheathed with the microcatheter and a different size device was inserted and the device was opened. The pipeline was used for an indication that was approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of a saccular, unruptured paraophthalmic aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. The landing zone was 3.2 mm at the distal end and 4.9 mm at the proximal end. It was noted the patient's vessel tortuosity was moderate.